Event description:
It was reported that a shaft break occurred. The target lesion was located in the proximal end of the severely calcified and moderately tortuous left anterior descending (lad) artery. While performing a percutaneous coronary intervention, a non-bsc guiding catheter was delivered, the lesion was predilated with a unspecified balloon catheter and observed with ivus catheter. A non-bsc stent was delivered, however, the stent had difficulty in crossing the lesion due to the severe calcification. While attempting to advance the guidezilla, the physician carried out repeated pushing and pulling maneuvers, but the non-bsc stent came into contact with the guidezilla port. Eventually, the stent was deployed without problem and the guidezilla was retrieved. When the guidezilla was removed from the patient via the guiding catheter, a complete separation occurred at the port of the guidezilla outside the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in 2 pieces. There was blood present in the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was pulled out of the collar. The guide catheter used in the procedure was not returned for product analysis. A mach1 6f guide catheter was used for functional testing. The distal end of the shaft was inserted into the guide catheter with no resistance; however, due to the separation of the shaft, functional testing was unable to be performed. The maximum outer diameter (od) of the guidezilla distal shaft measured, met specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the proximal end of the severely calcified and moderately tortuous left anterior descending (lad) artery. While performing a percutaneous coronary intervention, a non-bsc guiding catheter was delivered, the lesion was predilated with a unspecified balloon catheter and observed with ivus catheter. A non-bsc stent was delivered, however the stent had difficulty in crossing the lesion due to the severe calcification. While attempting to advance the guidezilla, the physician carried out repeated pushing and pulling maneuvers, but the non-bsc stent came into contact with the guidezilla port. Eventually, the stent was deployed without problem and the guidezilla was retrieved. When the guidezilla was removed from the patient via the guiding catheter, a complete separation occurred at the port of the guidezilla outside the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4),